Event description:
The lay user/pt contacted lifescan in 2008 and alleged that her one touch ultra meter was reading inaccurately erratic. The medical affairs specialist was unable to reach the pt after several attempts via phone. A letter was sent to the address provided. The pt reported that the alleged issue first occurred on the same day, at 1:30 pm. She had reportedly obtained results of 153 mg/dl and 86 mg/dl on the subject meter/strips, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. As a result of the reported issue, the pt ate food and/or drank beverage. She also mentioned that she felt shaky, had dry mouth and not feeling good at all after the reported issue began. However, she did not receive/require any medical attention. The pt was not tested on any other device. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl) and that it was coded correctly. The test strips were in good condition and within the expiration/discard dates. The pt's testing technique was reviewed to be correct and she was also cleaning the puncture area properly. She was walked through a control solution test, which passed within range. This complaint is being reported because the pt claimed that she experienced symptoms suggestive of hypoglycemia after the reported issue began. She reportedly treated herself with food/beverage and did not seek medical attention. The control solution test passed on the meter/strips. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.